Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was disengaged from the handle. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. Some pieces of the sealant were found on the catheter after shuttling down. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. Based on the information provided and the investigation performed, the reported event might have been caused by an incomplete engagement of the advancer tube during the procedure; however, the root cause of the event could not be conclusively determined. The review of the lhr (f1501302) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the advancer tube did not come down (out of the shuttle tube). The sealant got stuck in the shuttle tube. A femostop was placed to achieve hemostasis. The patient's hospitalization was not mynx/procedure related. Procedure type: intervention vessel size : 5f.